Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Intra-vascular fistulas and shunts are relatively rare but can result from expeditious sheath removal, tissue trauma or rupture vessels in proximity to arteries and veins. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the venous and arterial system can result from trauma during percutaneous vessel access. Percutaneous closure of av shunts leaks using covered stents, balloons and/or coils may be required to close the communication. In this case, the exact cause of the fistula is unknown, a stent was required to close the vascular anomaly in the femoral artery. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), through the (B)(6) study, three days after the implant of a 26 mm sapien 3 valve by tf approach in the aortic position, an arterio-venous fistula was discovered. A stent was implanted in artery femoral profunda on pod7 and the event was resolved. The patient was discharged home on pod10. As per medical opinion, the event was caused by the vessel puncture.